Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was frozen and confirmed that the screen displayed a blue background with the word ¿carefusion¿ visible. The customer reported that a malfunction took place when the user tried to login into the device. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with credential managers. A technical support specialist (tss) deleted the registry key related to the carefusion (cfn) application and the system was then rebooted. The cfn admin credentials were entered, and the password was retrieved from credential manager then leaving the domain field blank. The tss reached out to the customer and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.